Event description:
It was reported that on (B)(6) 2011, the patient underwent a second surgery, an anterior lumbar interbody fusion at l5-s1, as well as a posterior spinal fusion from t12-s1 where peek spacers and rhbmp-2/acs were used. A few months after the patient's surgeries and continuing to present day, the patient developed chronic low back pain and bilateral leg weakness. On (B)(6) 2012, a CT myelogram performed revealed that the patient developed osteolysis of the vertebral body at l5 and at s1. On (B)(6) 2010, patient underwent a CT myelogram of the lumbar spine to evaluate the complaints of pain. It is reported that the patient has not recovered from the surgeries and continues to have daily pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.